Event description:
It was reported that the device has an error code 1310. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: no patient involvement as the issue occurred during programming of the pump. The event took place on (B)(6) 2021.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated as the reported error code displayed during the investigation. Root cause of the reported event is unknown. It is recommended that the clock battery be replaced. The returned product is beyond 4 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-6500-08, d4: correction: model number: 6500.

Event description:
Additional information was received by the manufacturer on 8-jun-2022 via email and attached to the complaint object: no patient involvement as the issue occurred during programming of the pump.